Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pressure dressing was taking care of the seroma and they did a dye study that was normal. The catheter was found to be intact and in the intrathecal space. The doctor thought the patient has a high tolerance for the medication since she was on a lot of orals before the pump so that may be why she was not getting relief yet. The patient was recovering from surgery still and continued to use binder and pressure over incision site.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported that the patient showed up for a refill and the pump nurse called the rep to see a possible seroma over the pocket and the catheter insertion site. Swelling was noticed and the patient was not getting any pain relief since implant so a catheter dye study was scheduled for later in the day. The rep was told the patient had the seroma since implant.  They have aspirated it and it was not infected as they sent it off to pathology. The seroma kept returning or "whatever it is".  The rep was also told the patient had a headache after implant so they had a blood patch (unknown date) and the headache resolved. The catheter dye study confirmed the catheter was still in place. The nurse applied a pressure dressing and binder.  The issue was not resolved at the time of this report.